Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviation or concerns were found. The reported frosting on the shaft was confirmed as the needle failed investigation. Based on disassembly of the needle, the investigation testing results showed insufficient vacuum insulation. No relation was found between needle assembly processes and the vacuum loss phenomena.

Event description:
During a cryoablation procedure it was noted that one of the icepearl needles functioned properly but developed frost on the needle shaft during the 2nd freeze cycle. The frost was not touching the skin but a warm compress was placed just in case. The procedure completed with no injuring to the patient. The needle will be returned for investigation.

Event description:
During a cryoabltion procedure it was noted that one of the icepearl needles functioned properly but developed frost on the needle shaft during the 2nd freeze cycle. The frost was not touching the skin but a warm compress was placed just in case. The procedure completed with no injuring to the patient. The needle will be returned for investigation.